Event description:
Discordant results for creatinine (crea) were obtained on a dimension exl with lm integrated chemistry system for two patients. The initial results were reported to the physician(s). The customer repeated the samples and the corrected results were reported. The customer stated a patient was in for a cat scan and was given a contrast dye [gadobutrol]. The dimension exl result was reported to the ER staff which resulted in discontinuance of the procedure. There are no other known reports of patient intervention or adverse health consequences due to the discordant creatinine results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After reviewing the data the tsc determined the cause for the discordant creatinine results was unknown. The customer requested a patient medication list and questioned sample interference involvement. There were no known instrument issues during this time. The instrument is performing within specifications and no further evaluation of the device is required.